Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had alarmed button error. Customer was attempting to bolus and the device was stuck on the enter blood glucose prompt. She removed the battery and then device alarmed. Blood glucose was 140 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and ink spot/bleeding on the bottom of the display window.